Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that anesthesiologist selected the wrong drug concentration for agatroban resulted in unspecified medication error.

Manufacturer narrative:
Correction on initial report: additional information provided: the customer¿s report of a programming error could not be confirmed or replicated since no device was returned. However the customer reported that the anesthesiologist selected the wrong drug concentration for argatroban which resulted in an unspecified medication error. The proximate cause of the customer¿s report of a programming error was reported by the customer to be due to the selection of the wrong drug concentration.

Event description:
It was reported that anesthesiologist selected the wrong drug concentration for agatroban resulted in unspecified medication error. The customer confirmed that there was no lasting harm to the patient . Although requested there was no further event details provided by the customer.